Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "according to the patient, while he was at a doctor¿s appointment on (B)(6) 2024, he suddenly lost consciousness and started seizing due to hypoglycaemia." H2 correction.

Event description:
According to the patient, while he was at a doctor¿s appointment on (B)(6) 2024, he suddenly lost consciousness and started seizing due to hypoglycaemia.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The patient reported experiencing a hypoglycemic event while using the dexcom g6 cgm system. According to the patient, while he was at a doctor¿s appointment on (B)(6)2024, he suddenly lost consciousness and started seizing due to hypoglycaemia. The patient was unsure whether the dexcom cgm contributed to the incident, but he stated that he was not aware of what his readings were before the hypoglycemic event and does not recall receiving an alert during this time. He added that he cannot recall exactly what happened prior to the incident, nor did he have awareness of what was happening during the incident. After he started seizing, the patient¿s friend reportedly called for an ambulance. The patient was then transported to the hospital emergency department where he was treated with a glucagon injection. The patient was discharged from the hospital two days later. He stated at the time of contact that he was still recovering but was feeling okay. The patient uses the g6 application as a display device but did not provide access to performance data. Therefore, no data was returned for the alleged date of incident on (B)(6)2024. Without performance data to investigate, the complaint remains unconfirmed and the probable cause could not be determined. No additional patient or event information is available.